Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, there was no finding of 'black tint" or any foreign material leaking. The investigation only identified a leak. Therefore, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Ultrasonic gastrovideoscope. The issue was identified during reprocessing.

Event description:
It was reported that the scope was leaking water with a black tint during a reprocessing procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.